Event description:
It was reported that the patient implanted with this pacemaker underwent a surgical procedure to drain a perianal abscess. It was noted that diathermy was not used during the procedure. A magnet was placed over the device during the procedure and a pacing rate of 100 beats per minute (bpm) was noted. During the procedure, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for approximately 15 minutes at which time, the patient was noted to be bradycardic and no longer pacing at 100 bpm. The patient was noted to have a temporary rate of 35 bpm followed by a rate of 60-65 bpm. The patient suffered broken ribs as a result of the CPR, however, the patient was noted to be recovering well in the intensive care unit (ICU). Technical services (ts) inquired if the magnet was secured over the device. Review of stored device memory noted several magnet applications and removals indicating the magnet wasn't secured over the device. There were no error codes or device resets. No additional adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field b1: adverse event/product problem from the previous submitted report.

Event description:
It was reported that the patient implanted with this pacemaker underwent a surgical procedure to drain a perianal abscess. It was noted that diathermy was not used during the procedure. A magnet was placed over the device during the procedure and a pacing rate of 100 beats per minute (bpm) was noted. During the procedure, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for approximately 15 minutes at which time, the patient was noted to be bradycardic and no longer pacing at 100 bpm. The patient was noted to have a temporary rate of 35 bpm followed by a rate of 60-65 bpm. The patient suffered broken ribs as a result of the CPR, however, the patient was noted to be recovering well in the intensive care unit (ICU). Technical services (ts) inquired if the magnet was secured over the device. Review of stored device memory noted several magnet applications and removals indicating the magnet wasn't secured over the device. There were no error codes or device resets. No additional adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.